Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds in one vector and no capture in all other vectors. Fluoroscopy revealed that the lv lead had pulled back slightly. A replacement lv lead was attempted; however, only one vector had acceptable thresholds and after slitting no stable thresholds could be obtained. The replacement lv lead was not implanted. Per the physician, the vein only had a few millimeters of good thresholds without any diaphragmatic stimulation. The slightest movement resulted in the inability to obtain thresholds. The chronic lv lead was repositioned from the lateral vein to the middle cardiac vein and remains in use. No patient complications have been reported as a result of this event.